Manufacturer narrative:
Article citation: ¿breast implant associated anaplastic large cell lymphoma (bia-alcl)¿the UK experience and first reported case of neoadjuvant brentuximab.¿ by by l johnson, j o'donoghue, h stark, n collis, a lennard, m butterworth, n mclean, m youssef, g gui, I lyburn, j bristol, j hurren, s smith, r jacklin, d cunningham, and f macneill, published in cancer research feb/2017, electronically published apr/2017. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reported events are addressed in the labeling: the occurrence of lumps, masses, and cysts can be expected to naturally increase as patients age and could be an explanation for the increase. Alcl is not breast cancer; it is a rare type of non-hodgkin¿s lymphoma, a cancer involving the cells of the immune system. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Reviewed abstract, ¿breast implant associated anaplastic large cell lymphoma (bia-alcl)¿the UK experience and first reported case of neoadjuvant brentuximab." Abstract reports ¿patients presented with stage iia disease" and "one patient with previous bba following a routine implant exchange developed a bia-alcl mass at the drain site. [Patient] was treated with local excision, adjuvant chop and radiotherapy. [Patient] is well at four years.¿ event of alcl will be captured as lymphoma, as the necessary histological markers are not confirmed. Manufacturer of device is unknown.

Manufacturer narrative:
Article citation: ¿breast implant associated anaplastic large cell lymphoma: the UK experience. Recommendations on its management and implications for informed consent.¿ l. Johnson, j.m. O¿donoghue, n. Mclean, p. Turton, a.a. Khan, s.d. Turner, a. Lennard, n. Collis, m. Butterworth, g. Gui, j. Bristol, j. Hurren, s. Smith, k. Grover, g. Spyrou, k. Krupa, i.a. Azmy, i.e. Young, j.j. Staiano, h. Khalil, f.a. Macneill. The journal of cancer surgery, 43 (2017) 1393-1401.

Event description:
This is a confirmed case of alcl, as pathology for alcl cells and histopathological markers (cd30+, alk-) were implied as being reported within the article ¿breast implant associated anaplastic large cell lymphoma: the UK experience. Recommendations on its management and implications for informed consent.¿